Event description:
It was reported that the o2 hose was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the o2 hose was damaged and replaced. No parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.